Event description:
The patient was experiencing a shocking sensation at the implantable neurostimulator (ins) site on her left side; when the ins was off, there was no shocking. The ins was checked and there were no impedance problems; the patient did experience some jolting at the battery site with various combinations of 8 through 15. The patient was reprogrammed using 0 through 7 and she had good coverage. See manufacture's report # 3004209178-2009-03133.

Manufacturer narrative:
(B) (4).